Event description:
It was reported that the pt had abdominal pain starting two days after filter placed-unknown etiology. It was also reported that during the scheduled removal, the filter was placed 6 weeks ago was discovered to have rotated/tilted 90 degrees. The filter has not been removed.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number is unk. The sample was not returned for evaluation, as it remains implanted. The films were not released from the user facility. It is unk if patient or procedural factors contributed to this event. Based on the information received, the results of the investigation are inconclusive and the root cause is unk.